Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the wake button was unresponsive. Customer confirmed pump display turned on when plugged into a power source. Customer¿s blood glucose was over 400 mg/dl and an insulin injection was administered to address bg. Reportedly, customer ordered another pump for insulin therapy.